Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a post-operative wound infection along with discharge of pus for a duration of 1 month. Subsequently, the patient was administered with two types of antibiotics (specific types, dates and duration not reported) and underwent a revision surgery. Additional information has been requested but has not been made available as of the date of this report.